Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump "started working again sunday" implying the pump was not working prior. Tandem technical support followed up to obtain additional information, no response was received or additional information provided.